Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Unknown date: initial surgery of ascend flex reverse was performed. Unknown date: after the surgery, a dislocation occurred on the affected area. (B)(6) 2019: this patient had a revision surgery: the glenoid sphere and the insert have been replaced with larger sizes.